Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0tyyc, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. Product ID 3889-28, lot# va1su13, implanted: (B)(6) 2018: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 06-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that for the most part, their therapy had been working, but yesterday and the day before they had bladder accidents. The patient reported lost therapy benefit. Patient said that they had a bad cold this past week and sneezing and coughing had caused bladder accidents big time. Patient mentioned that they wear a pad 24/7. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient on 2025-feb-20. The patient stated that the accidents already reported here, they wondered if that was normal with the therapy; since patient had a cold and had been sneezing a lot lately they're getting a chest x-ray done to rule out bronchitis; they were informed that might interfere with their results. Reviewed therapy expectations. Additional information was received from the patient. The reason for call was that the caller indicates that the therapy has not been working for them for about a month. They can feel the stimulation, but it is not helping their symptoms. They have tried to increase, but it was painful and they had to decrease. The caller reports that they have had accidents from sneezing, and they can't make it 2-3 feet from their bedroom door to the toilet without having an accident. They get up and have to sit right back down. Helped caller connect to implant and change programs. Patient will maintain stimulation level and will continue to track symptoms. The caller was concerned if one of these conditions or medications is impacting the symptoms. Reviewed to consult hcp or pharmacist. The caller mentioned a historical event, that in 2018, the hcp was unable to remove the lead, so they left it implanted and just implanted another one. Additional information was received from the patient. The patient called back and repeated same issue as previously noted. The patient stated ins was not helping at all. The patient stated they think something was wrong with the connection in their body. The patient stated last time they called they changed programs, but that program did not help either. The patient stated they have gone to the bathroom 15 times already today and they were late to appointments because of it. The patient stated their healthcare provider (hcp) just tells them to call manufacturer representative (rep). Agent reviewed role of patient servicesseveral times. The patient was able to connect to ins during the call and changed programs. The patient increased stimulation and stated it felt like someone was poking them, agent reviewed stimulation expectations and that patient can decrease stimulation if uncomfortable. The patient also mentioned that two nights ago they couldn't lay on their back because they felt uncomfortable pressure. They were being on other medi cations and they were not sure if that is impacting ins not helping, agent again redirected to hcp regarding therapy concerns, uncomfortable pressure, and medications.

Event description:
Additional information was received from the patient. The patient called back and repeated same issue as previously noted. The patient stated ins was not helping at all. The patient stated they think something was wrong with the connection in their body.the patient stated last time they called they changed programs, but that program did not help either. The patient stated they have gone to the bathroom 15 times already today and they were late to appointments because of it. The patient stated their healthcare provider (hcp) just tells additional information was received from the patient. They reported that the patient called back, repeating the same information, saying that therapy still was not helping them, and the patient was experiencing bladder symptoms like going to the bathroom frequently and not being able to get off the toilet seat. The patient said the manufacturing representative (rep) had been calling them and working with them, and the patient asked patient services (ps) to send the rep a message requesting a call. The patient said they had trouble getting their hcp to help them with the device. The patient said that rep said since none of the programs were helping the patient, the hcp may want to do imaging to ensure lead location was good butpatient has not been able to get hcp to schedule this see related (B)(4): lead stopped working.

Manufacturer narrative:
Information regarding the lead issues, 3889-28, lot# va0tyyc , was unrelated to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that patient (pt) called back repeating same information saying that therapy still wasn't helping them and pt was experiencing bladder symptoms like going to the bathroom frequently and not being able to get off the toilet seat. Pt said rep had been calling them and working with them and pt asked patient services (ps) to send rep a message requesting a call. Previewed role of ps, rep and hcp and pt understood. Pt said they had trouble getting their hcp to help them with the device. Pt said that rep said since none of the programs were helping the patient the hcp may want to do imaging to ensure lead location was good but pt hadn't been able to get hcp to schedule this. Pt said they've had a lead stop working in the past so the wanted to see if their lead was okay. Ps sent pt hcp listings and sent email to field on pt's behalf. Ultimately pt wa s redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0tyyc, implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type lead product ID 3889-28 lot# va1su13, implanted: (B)(6) 2018, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they wanted to be put in touch with the rep about their device still not working and they were spending too much of the day in the bathroom day and night, but they didn't understand because it had worked. Patient said they saw their doctor on wednesday and told them their issue started 3 months ago, it got worse in the last month. Offered to email the rep to ask the rep to call the patient. Additional information was received from the patient on (B)(6) 2025 repeating the same concerns. Patient said the x-ray showed everything was fine with the lead. Patient said they can't make it 3 feet to the toilet. Patient mentioned concerned with how often they have to charge the external devices and asked if they would cause their symptoms to return, reviewed info.

Manufacturer narrative:
Information regarding the lead issues, 3889-28 lot# va0tyyc , was unrelated to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient called back repeating information regarding not having therapeutic benefit. Caller was wondering if the plastic protecting covering on the communicator could be affecting their results. Agent reviewed external device information. Agent redirected to hcp to discuss therapy concerns. Agent offered to walk caller through adjusting therapy and caller declined stating they had already done this with rep.